Event description:
On (B)(6) 2011, pt reported he noticed one week ago, the up arrow button on the infusion device is not functioning. Pt stated he was not certain if the button pops back up when pressed. Pt switched to backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.